Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was logging users out before the set log out time was reached. A technical support specialist connected to the server and found that the user last performed a transaction exactly one hour before they were signed out, which triggered the "anesthesia time out" setting of one hour, advised the customer to increase the anesthesia time out setting, which the customer acknowledged, and the issue was resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was log out before set log out time is reached. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.